Manufacturer narrative:
Follow-up #1 and final report submitted to correct the catalog number and to update sections. Based on the results of investigation.

Event description:
Outcome of surgery was not up to part. Robot made inaccurate cuts because of a bad j2. Tka case. Surgical delay of 30 minutes. As reported by mps: we had our field service engineer come out and he confirmed we had a bad j2 and that would result in inaccurate cuts. He fixed j2.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Outcome of surgery was not up to part. Robot made inaccurate cuts because of a bad j2. Tka case. Surgical delay of 30 minutes. As reported by mps: we had our field service engineer come out and he confirmed we had a bad j2 and that would result in inaccurate cuts. He fixed j2.